Event description:
The customer reports that following a pph procedure, the patient returned for post-op bleeding. During the procedure, everything went well; there were no issues with the device. It was used according to instruction for use and it performed as intended. There were no other reported patient consequences. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.